Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the epidural tubing leaked during patient use in the ob department. The customer further states that they have experienced multiple pcea tubing leaks since (B)(6) 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no reported harm to the patient.